Event description:
It was reported that the 9800 system had a collimator iris potentiometer error, and a touchscreen error messages at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The touchscreen monitor and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.